Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. External insulation abrasion was noted at 10.0-11.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 25.5-29.0cm from the distal tip. The etfe coating was damaged during explant at this location. Internal insulation abrasion was noted at 36.5-37.3cm from the distal tip. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.

Event description:
This report is to advise of an event observed during analysis.